Manufacturer narrative:
Evaluation anticipated but not yet begun.

Event description:
During preparation for cardiopulmonary bypass, the roller pump would not power on. The pump was connected to an alternate power/control port on the heart lung console and normal function was restored. There were no adverse consequences to the patient as a result of this event.